Manufacturer narrative:
Reported device would not be returned for evaluation because the physician confirmed there was no malfunction nor did the device contribute to the adverse event. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported to karl storz that a patient's membrane was ruptured after surgery. The patient was pregnant with twins; however, the patient had twin-to-twin tranfusion syndrome (ttts) stage 3, a rare condition where one twin receives too much blood while the other twin receives too little blood. One twin had reversed blood flow in the umbilical artery, while the other twin had intermittent absent blood flow in the umbilical artery. The difference in growth between the twins was 18%. The patient also had large subchorionic hematoma. The patient underwent fetoscopic laser photocoagulation of placental anastomosis for ttts. The surgery was successful, but there were risks involved, such as membrane separation that could lead to premature rupture of membranes after the surgery and placental abruption. Without receiving fetoscopic laser photocoagulation surgery, the patient was at risk of losing one or both twins. After the surgery, the patient was found to have a significant amount of chorioamniotic separation but remained stable. Later that afternoon, the patient ruptured her membranes but remained stable. The patient was resealed and received latency antibiotics. The twins recovered from surgery with concordant fluid, bladder seen, and normal dopplers. On the 22nd week and 1 day of pregnancy, the patient received c-section to deliver the twins because the patient had severe preeclampsia on the days prior. Both twins are in the nicu and stable. It was confirmed by the treating physician that karl storz devices were did not malfunctioned and did not contribute to the complication. The physician believed that the complication was due to patient's previous subchorionic hematoma additional information received on february 14.2025 via mw5165994: twin b, former donor was growth restricted and born at 0.4kg. On day of life 11, he developed necrotizing enterocolitis with pneumatosis requiring rapid escalation of management over the course of the day. This included administration of multiple blood products, vasopressor support, antibiotics, ventilation titration. He developed severe pulmonary hemorrhage that evening resulting in a code event. The nicu team along with parents made the joint decision to compassionately extubate. He passed on day of life 12. The date of passing was (B)(6) 2023 the physician who reported this event was contacted. The physician confirmed that the karl storz products involved in this event did not malfunction and did not contribute to the complication or death.